Event description:
It was reported that surgeon informed that on (B)(6) 2023 a patient will undergo a hip revision procedure with removal of a trochanteric fixation nail-advanced (tfna) due to tfna nail breakage. Surgeon inserted the nail two months prior with a near perfect reduction. No further information is provided. This report is for one (1) 12mm/130 deg ti cann tfna 170mm - sterile this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device history record (DHR) review conducted: manufacturing location: monument. Manufacturing date: 02-feb-2023. Expiration date: 31-dec-2032. Part number: 04.037.242s, 12mm/130 deg ti cann tfna 170mm- sterile. Lot number: 4186p02 (sterile). Lot quantity: (B)(4). One piece was scrapped in cell after a tooling breakage. One piece was scrapped in cell, as a set-up piece production order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection plan, 04.037.242s met all inspection acceptance criteria apart from the two pieces noted. Packaging label logs (pll), lppf rev d, lmd rev d were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive. Lot number: 1604p88. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, met all inspection acceptance criteria. Part number: 04.037.942.2, lock prong, 130 degree, tfna. Lot number: 4272p87. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, final inspection, met all inspection acceptance criteria. Part number: 21127, timoagri16.00. Lot number: 2002p35. Lot quantity: 1,841 lbs. Inspection instruction met all inspection acceptance criteria. Certified test report dated 23-aug-2022 was reviewed and determined to be conforming. Lot summary report dated 18-nov-2022 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the patient was revised to long nail on (B)(6)2023. The helical blade and distal locking screw along with broken short nail were also removed. The surgery was completed successfully.